Event description:
It was reported that during a roux-en-y, they were using five trocars during the procedure; three devices were leaking, in those trocars they were using a camera, a stapler and a grasper. They continued to use the trocars to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.